Manufacturer narrative:
Follow-up #1; date of submission: 10/10/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/29/2014 with the following findings: evidence of short battery life was observed in the black box data. An inexplicable reboot event, which is potentially indicative of a power-related failure, was observed in the black box data from the alert date. Visual inspection revealed that the battery compartment was cracked below the grip pad. Evidence of moisture damage was observed inside of the battery compartment. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump per the instructions for use (IFU), was used during all steps of the analysis. Evaluation revealed that the pump drew electric current at levels within the specifications; the reported event was not duplicated. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no further evidence of moisture ingress was observed. The relation of the aforementioned device failures to the reported event could not be determined, as the reported event was not duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. Also, it was reported that the pump was experiencing an intermittent power issue. Reportedly, evidence of moisture ingress was observed in the battery compartment; no evidence of damage to the pump was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.